Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated that quality control (qc) was within range on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse inspected server 1 arms and drains after which he replaced a faulty reagent arm 2 (r2) vertical belt and ensured there were no spillage and vacuum readings were within specifications. The cse performed service method testing (smt), replaced reagent arm 1 (r1) metering pump and replaced r1 mixer. The cse performed quality control (qc), which passed. A cse returned to the customer site and ran overmix test on server 1. The cse ran precision, resulting satisfactory. A siemens regional support center specialist instructed the cse to run alignment touch-up on r3 and s2 new filters and dryer boots, ensure that the acrylic housing was free of cracks. The cse found cracks in the filters b&g top fitting on filter cracked but no leaks were noted. A siemens headquarter support center (hsc) specialist reviewed the instrument data and found slight foaming, serviced r2 and r1 arms with motors and belts. The hsc specialist performed alignments of both probes. The hsc specialist inspected cuvette loader, no damaged were found. The cause of the discordant, falsely low ecrea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine (ecrea) results were obtained on patients' samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. Sample (B)(6) was repeated again, matching the initial low result. It is unknown if the repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea results.